Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed by product analysis, but was assigned cause, known inherent risk of device, based on the field report. The high capture thresholds allegation was not confirmed - based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The known inherent risk conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was implanted. Additional information indicated that the suspected cause for high threshold was micro dislodgement. No additional adverse patient effects were reported.